Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non obstructive urinary retention. It was reported that trial patient stated before the procedure they did not have a catheter in and currently they do. Trial patient is not sure what to do. On 2022-apr-29 additional information received from trial patient. They reported the catheter was removed the (B)(6). They noticed with their stimulation on the right side they could barely walk. Trial patient stated they changed themself from the right side yesterday to the left side and is feeling the stimulation at 3.1. Trial patient has been advised to contact the healthcare professional (hcp) for advised and with any concerns. On 2022-may-02 additional information was received from patient. They reported they started tracking symptoms on (B)(6) 2022.